Event description:
The manufacturer received information alleging a ventilator was alarming related to a low oxygen flow condition. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step due to contaminated from a foreign substance. The device's oxygen blending module board and oxygen blending module flow element were replaced to address the issues.